Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic coma. The caller stated that, the friday before passing, the customer was sick and could not keep any food down all day, was not sure if he had a virus. The customer's blood glucose was high that same day, on (B)(6) 2016. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was using sensors, however, the caller did not know whether the customer was wearing a sensor at the time of death or not. The caller agreed returning the insulin pump for analysis.